Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was isnerted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. It was reported the iliac arteries had excessive tortuosity and severe calcification, which made access difficult. An introducer sheath was not used. It was reported that the stent graft did not deploy after cranking the reusable handle several times. The device was removed from the patient and another device of equivalent size was successfully deployed. The patient is reported to be fine and no clinical sequelae were reported. The device was discarded by the facility.